Event description:
Boston scientific received information that this left ventricular (lv) lead has presented with an increase in pacing thresholds since it was implanted. There was intermittent loss of capture noted but did not result in ventricular asystole as the associated right ventricular (rv) lead is operating normally and providing effective pacing therapy. It is suspected that the lv lead may have dislodged. No adverse patient effects were reported.

Event description:
The lv lead was successfully replaced. No additional adverse patient effects were reported as a result of the revision procedure.

Manufacturer narrative:
The associated device was reprogrammed to maximum outputs and a lead revision has been scheduled. When a resolution has been reached, this report will be updated.

Manufacturer narrative:
The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lv lead outputs were increased and the patient will be seen in three months to re-evaluate the lead and see if the thresholds had stabilized. At this time, this lv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was reported that the pacing threshold measurements on this lv lead have continued to increase. No adverse patient effects were reported.